Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to pop and sui. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent placement of influence in-fast (ams) concurrently with the mesh on (B)(6) 2001. It was reported that patient underwent removal of foreign body and revision of mesh on (B)(6) 2014 due to extrusion. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.